Event description:
The following description of the event was documented by a carefusion technical support specialist in response to an email from a user facility rep. "The issue with this vent is that it will not deliver a breath. There is no pt incident associated with this unit. The unit passes est but during normal use it alarms occlusion and will not deliver a breath."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion technical support specialist in response to a phone conversation with a user rep. (B)(4). The carefusion tech support specialist in conjunction with the user facility's biomed determined that the most likely cause of the reported event was a faulty gas delivery engine (gde). The user facility was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefusion issues a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for eval. As of the 12/24/2014 the alleged faulty gas delivery engine (gde) has not been received. Once the alleged faulty gas delivery engine (gde) is received and the eval is complete, carefusion will submit a follow up medwatch report.